Manufacturer narrative:
Section g2: corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas) and the reported gastrointestinal bleeding and thromboembolic events could not be conclusively determined through this investigation. It was reported in the cohort study ¿gastrointestinal bleeding (gib) following heartmate 3 (hm3) left ventricular assist device (lvad) implantation: the michigan bleeding risk model¿, the michigan bleeding risk model facilitates the prediction of post- lvad gib in hm3 recipients, as gib was one of the most common complications in lvad recipients. The investigation occurred between 01aug2017, and 31dec2020, and investigated the relationships between preimplantation characteristics and postimplant bleeding and death and created a risk score to predict the likelihood of post-lvad gib based solely on preimplantation factors. Of the 6,425 adult patients who received an hm3 lvad, 1,010 (15.7%) patients experienced gib. 13 preimplantation factors were independent predictors of post-lvad gib. A risk score was created from these factors and calculated for each patient. By 3 years postimplant, gib occurred in 11%, 26%, and 43% of low-, medium- and high-risk patients, respectively. Gib resulted in frequent hospitalizations and impaired quality of life in durable lvad recipients. Experiencing 1 post-lvad gib event was associated with an increased risk for further gib events. While post-lvad gib was associated with mortality, there was no relationship between number of gib events and death. Gib in this patient population was strongly associated with increased rates of hospitalization, thromboembolic events, morbidity, and health care¿related costs. It was determined that gib resulted in frequent hospitalizations and impaired quality of life in durable lvad recipients. Anticipation of these events before implantation could have important implications for patient selection and management. Additionally, the implementation of this tool may help in the risk stratification process and may have therapeutic and clinical implications in hm3 lvad recipients. The heartmate 3 device serial numbers and other specific case/patient information are not available and were not requested. No product was evaluated under this complaint. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. This IFU lists peripheral thromboembolic event and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also lists thromboembolism as a potential late postimplant complications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported in the cohort study ¿gastrointestinal bleeding (gib) following heartmate 3 (hm3) left ventricular assist device (lvad) implantation: the michigan bleeding risk model¿, the michigan bleeding risk model facilitates the prediction of post- lvad gib in hm3 recipients, as gib was one of the most common complications in lvad recipients. The investigation occurred between 01aug2017, and 31dec2020, and investigated the relationships between preimplantation characteristics and postimplant bleeding and death and created a risk score to predict the likelihood of post-lvad gib based solely on preimplantation factors. Of the 6,425 adult patients who received an hm3 lvad, 1,010 (15.7%) patients experienced gib. 13 preimplantation factors were independent predictors of post-lvad gib. A risk score was created from these factors and calculated for each patient. By 3 years postimplant, gib occurred in 11%, 26%, and 43% of low-, medium- and high-risk patients, respectively. Gib resulted in frequent hospitalizations and impaired quality of life in durable lvad recipients. Experiencing 1 post-lvad gib event was associated with an increased risk for further gib events. While post-lvad gib was associated with mortality, there was no relationship between number of gib events and death. Gib was also associated with concomitant tricuspid valve surgery during the lvad implantation process. Gib in this patient population was strongly associated with increased rates of hospitalization, thromboembolic events, morbidity, and health care¿related costs. It was determined that gib resulted in frequent hospitalizations and impaired quality of life in durable lvad recipients. Anticipation of these events before implantation could have important implications for patient selection and management. Additionally, the implementation of this tool may help in the risk stratification process and may have therapeutic and clinical implications in hm3 lvad recipients.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event has been entered as 01aug2017. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Yoav hammer, md,a jiaheng xie, ms,b guangyu yang, phd,c abbas bitar, md,a jonathan w. Haft, md,d thomas m. Cascino, md msc,a donald s. Likosky, phd,d francis d. Pagani, md phd,d min zhang, phd,e and keith d. Aaronson, md msa (2024). Gastrointestinal bleeding following heartmate 3 left ventricular assist device implantation: the michigan bleeding risk model, j heart lung transplant; 43:604¿614. Https://doi.org/10.1016/j.healun.2023.11.016. (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.